Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The catalog number and lot code for the reported device was not provided either. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient had pain in hip came to see doctor. Doctor took x-rays. Patient had a broken ceramic head. Patient was revised. Doctor could not get old patient's chart because hospital where surgery was performed is closed. Head is broken into many pieces so lot # is not possible [to read]. Patient was revised to a metal v40 head with a new depuy liner."